Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that ventricular fibrillation and ventricular tachycardia occurred. A pulse field ablation procedure for pulmonary vein isolation and left atrial posterior wall isolation was performed using a farawave catheter on a patient with a previously implanted cardiac device. Isolation of the pulmonary veins and left atrial posterior wall was successfully completed with a total of forty eight (48) applications of ablation. During post mapping, ventricular fibrillation progressed to a ventricular tachycardia storm. Extracorporeal membrane oxygenation (ECMO) was placed and chest compressions were initiated. One (1) direct current cardioversion was performed via the implanted cardiac device and two (2) external direct current defibrillations were performed resulting in restoration of sinus rhythm. The patient was transferred to recovery with the ECMO in place. ECMO support was discontinued two (2) days post index procedure and the patient was discharged five (5) days post index procedure.